Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the extension set was inconclusive since the leak path could not be identified from the photograph that was provided for investigation. The photo showed an extension set from a statlock stabilization device kit. What appeared to be drops of blood were visible on the clamp and on the biohazard bag underneath the extension set. A non-vad injection cap was observed on the extension set connector and a syringe was shown attached to the injection cap. It could not be verified from the photo that the leak path was located in the extension set. A lot history review (lhr) of judy0346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an experienced rn placed IV, drew blood for labs, and when she went to flush the int, blood sprayed all over her from what she described as "a tiny hole".